Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the adhesive of the objective lens partially peeled off due to deterioration due to composite factors as follows. Mechanical stress due to interference with other devices. Chemical attack by chemicals.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2022, it was found that the adhesive of the objective lens partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.